Manufacturer narrative:
Investigation summary: one samples was received. It has the plunger rod- rubber stopper; no tip cap and no saline solution. The rubber stopper is all the way down. The plunger rod is separated from the rubber stopper. The plunger rod was assembled back to the rubber stopper and pulled up. It stayed assembled. The posiflush product is designed to flush the IV lines, one single use, not to drawing blood. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 5th complaint for the lot# 8348869 for the same defect or symptom. Previous complaint (B)(4). There was no documentation of issues for the complaint of batch 8348869 during the production run. Root cause description: the posiflush product is designed to flush the IV lines, one single use, not to drawing blood. Root cause off label use. Rationale: the posiflush platform was informed of the off-label use to address this with the customer by the marketing team.

Event description:
It has been reported that the syr 10 ml fil saline shortlength plunger rod has been found with the stopper separating from the plunger during use. The following has been provided by the initial reporter: it was reported that the flushes are not coming apart unless labs are being drawn and the nurses are pulling back to obtain the waste. The handle can be screwed back into the rubber piece, but that is not best practice either. Verbatim: the flushes are not coming apart unless labs are being drawn and the nurses are pulling back to obtain the waste. The handle can be screwed back into the rubber piece, but that is not best practice either.